Manufacturer narrative:
The customer¿s reported complaint of a frozen pole clamp was confirmed during the investigation of the returned component. Testing, identified a compression of the helicoil causing it to seize on the lead screw during an analysis of the pole clamp thru-hole. Associated components also exhibited signs of wear produced by friction, exhibited by the presence of metallic shavings. Failure investigation dir (B)(4) has previously observed this type of failure associated to the pole clamp¿s thru-hole thread shape, angled at the top but squared and rounded off at the bottom. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the pole clamp is frozen on the new pcu units. There was no patient involvement.